Event description:
An eye care professional (ecp) reported that a consumer developed a corneal ulcer within approximately five hours of wearing a trial lens. The consumer's eyes were examined at 4:00 pm on (B)(6) 2013. She inserted the new trial lens at approximately 6:00 pm, and wore it until 11:00 pm. She awoke at 3:00 am with pain and some discharge. On the following morning she returned to the ecp and was found to have a corneal ulcer in her right eye. The patient did not sleep in the contact lens. Additional information received from ecp on (B)(6) 2013, states the following: there were no contributing factors or pre-existing medical history associated with the corneal ulcer. A biopsy was not performed. The consumer experienced severe pain and/or discomfort, moderate redness of the eye, watery discharge. The event did not cause an anterior chamber reaction. The size of the ulcer was 0.5mm, and located peripherally. No infiltrates were present. Corneal staining and permanent scarring was noted. Treatment prescribed was vigmox every hour, followed by a tapered dose. The consumer was not able to wear contact lenses during the event. Best corrected visual acuity prior to the event remained unchanged following the event. Contact lens wear has not resumed. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot 0422189 met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).